Manufacturer narrative:
This report is being amended to reflect changes in sections. Supplemental information including patient's metrics, post-surgery notes and revision surgical notes were received and reviewed. The patient was obese (bmi of 34 based on height and weight) with a high activity level. Primary surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Follow-up and revision surgical notes indicate that lucencies were developing and progressively increasing in size compared to an earlier follow-up. Intra-operatively, the tibial component was found to be obviously loose. The surgical notes confirmed the loosening of the tibial component, therefore, the conclusions remain unchanged.

Manufacturer narrative:
.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient has been revised.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed previously and no deviations or anomalies were identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on (B)(4) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall (B)(4) contains the related tibial lot number. The corrective and preventive action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient is experiencing pain and swelling due to lack of bone ingrowth around the tibial component. It is unknown whether a revision surgery has yet been scheduled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Catalog #: 42512000510, articular surface fixed bearing cruciate retaining, lot # 62713510. Catalog #: 42502806601, femur trabecular metal cruciate retaining (cr) standard porous, lot # 62650390. The complaint was confirmed with additional information and medical records received. Operative notes indicate that lucencies were developing and progressively increasing in size compared to an earlier follow-up. Intra-operatively, the tibial component was found to be obviously loose. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely root cause is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.